Event description:
It was reported that the wake button on the pump was difficult to press, requiring multiple presses to turn the pump screen on. As a result, the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed bg via a manual injection. During troubleshooting with tandem technical support (tts), it was found that the wake button was functioning as intended. Tts educated on correct technique to press the button in order to turn the pump on. The customer continued using the pump for insulin therapy.